Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was talking on the phone when they felt the ins shut off. The patient checked the patient programmer (pp) and the stimulation was off. The patient reported that it had shut off by itself. The patient also reported that they charged the ins overnight as they slept and when they woke up, the ins was only at a quarter charged and the ins recharger (insr) was full. The patient stated that they make sure that they have good coupling. The patient was redirected to their healthcare provider (hcp). No symptoms or complications were reported.